Event description:
On (B)(6) 24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 24. The user's mother reported that the user was in the ER with dka after their bg reached 800 mg/dl. The user was at school when the school nurse alerted the mother about the high bg. The user experienced nausea, vomiting, and dizziness, prompting the mother to take them to the ER, where the ilet system was removed, and they were placed on an insulin and glucose IV drip. The mother reported the ilet cartridge was still full of insulin. The user's bg decreased to 673 mg/dl with IV treatment, and they were admitted for overnight observation.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to available cgm glucose values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery.